Event description:
Patient on pressors, unable to run consistently on b braun space pump as the pumps were frequently alerting to air bubble. Transitioned to outlook pump x 4 pressors (neo, levo, vaso and epi) over the course of 24 hours due to inability to consistently run on space pumps.¿ manufacturer response for infusion pump, infusomat (per site reporter). Bbraun is investigating the air in line issues.